Event description:
It was reported, "first stage revision. Infected total hip originally implanted at least five years ago. Removal of all implants. Cemented cup and cemented exeter stem. Medical edge of exeter stem was blackened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. If additional info becomes available, it will be submitted in a supplemental report.